Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expressed concern regarding the longevity of the device battery. This crt-d was implanted less than a month prior and expected battery longevity is now 6.5 years. Technical services (ts) advised battery depletion appears to be more rapid than expected. Additional information has been requested but not provided at this time. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.